Manufacturer narrative:
(B)(4). Evaluation of the patient ecogs and lead impedance. The review of the patient data was consistent with a potential lead break.

Event description:
On (B)(6) 2026, review of the patient's ecog data was performed. There was evidence of a lead break on the right mesial temporal depth lead secured with a dog bone with lead protection, in the form of high impedances and flat signals. On (B)(6) 2026, stimulation on the right lead was turned off on (B)(6) 2026. The lead was replaced on (B)(6) 2026.